Manufacturer narrative:
H10: the devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap transfer sets were unable to close; described as ¿twist clamp cannot be completely closed.¿ this was observed during before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection with the naked eye noted the white twist sleeve will not fully align with the notch of the main body of the twist clamp on both samples. Functional tests including leak, clear passage, and clamp function tests were performed. No issue was noted during the leak and clear passage test. Clamp function tests identified a twist clamp closed not allowing flow through the set; however, the clamp will not fully lock in position. A torque engagement test was not able to be performed due to the detent not fully aligning with the notch. The reported condition was verified. The cause of the condition was related to manufacturing during the milling process in production. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.